Event description:
It was reported that the right ventricular lead exhibited noise and unstable impedance. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2014 notes that the noise still exist as well as high impedance. The device was reprogrammed and the lead would be monitored.